Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to high blood glucose with a blood glucose of 586 mg/dl. The customer's current blood glucose is 245 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by pen. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer was not called back after performing high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.